Event description:
A hosp in a foreign country reported that the heater wire pins were found to be faulty, when connecting the inspiratory tube to the humidifier.

Manufacturer narrative:
Results & conclusions: regrettably, we were not able to meet our vigilance reporting obligations within the 30-day timeframe in this instance. During a review of our complaints, we discovered that this one had not been marked for reporting. This was an oversight due to a new complaint handling division and new processes being put in place at the time this complaint was received. We continue to monitor our complaint handling processes for effectivity.